Event description:
It is reported that the customer had low blood glucose levels of 41 mg/dl. The customer ate to treat the low blood sugar. The customer reported a sensor error alarm from the insulin pump. Troubleshooting was done. The minilink transmitter was determined to be functioning properly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.